Event description:
It was reported that the right ventricular (rv) lead exhibited high sensing integrity counters (sic), approximately forty non-sustained ventricular tachycardia (vt) episodes, with several showing evidences of oversensing. The rv lead exhibited high impedance, and fracture. Physician believes the rv lead fracture is due to subclavian crush. Initially, adjustments to rv lead programmed settings were made, and the lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 559445 lead implanted: 2013-(B)(6); 429688 lead implanted: 2013-(B)(6). (B)(4).